Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level ranged from 250 to 260 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer was able to clear the alarms and resume insulin delivery. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.